Event description:
A malfunction alarm reported by the customer corresponded to malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to reach out again if any further malfunctions occurred.